Event description:
Report of hemoptysis and subsequent death during use of pulmonary artery catheter received. Received customer mandatory medwatch which states: "the pt was a post-up. Had a surgicallly placed swan ganz catheter in place. Catheter working well before and had good readings. Used for readings every 2 hours. At am wedging, results obtained. Approx two minutes later, the pt began coughing up blood. Pt subsequently coded and expired. Biomedical engineering received occurrence report 6/30/2000. Medical examiner in possession of the catheter." Additional info was received via phone conversation with the customer. It was reported that the catheter was working well and used for readings every 2 hours (no info was available on readings). Customer reports at the am wedging, a wedge pressure value was obtained. About two minutes after the wedging, the pt began coughing up blood and subsequently coded and expired. The customer stated that "this is a non product issue, there is no relationship between the product and the pt's death." It was also reported that according to the medical examiner "the pt ruptured a pulmonary artery" and that "in the medical examiner's report the medical examiner does not feel the product was at fault." No other info was available.